Event description:
The spouse of the home patient (hp) reported the hp experienced abdominal pain while using the homechoice cycler for "apd" therapy. The hp's spouse reported the hp experienced abdominal pain and vomitting on the day of the event and also the next day. According to the spouse, the hp was taken to the hospital via ambulance for abdomen pain also the day of the event and was admitted. Spouse relates that the hospital immediately gave the hp antibiotic therapy as peritonitis was suspected, however, upon further examination it was revealed that no peritonitis had occurred. X-rays taken during hospitalization revealed the hp's peritoneal dialysis catheter was wrapped around home patient's large intestine, resulting in abdominal pain and poor fluid drainage. In addition, the x-rays revealed a cyst on the hp's abdomen wall, which was surgically removed during hospitalization along with the hp's catheter. Hp's spouse relates the hp remains hospitalized as of 3/13/01 and is currently undergoing rehabilitation.